Manufacturer narrative:
Address - (B)(6). The device was manufactured may, 18 2016 - may 19, 2016. The device was received for evaluation. Visual inspection revealed white drug residue located around the blue winged luer cap. A functional leak test was performed by filling the device with water and manually connecting the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that crystalized drug was observed around the blue winged luer cap of a small volume folfusor, indicating that leakage had occurred. The device had been filled with 4600mg fluorouracil in 115ml 0.9% sodium chloride solution. This was noted before use. There was no patient involvement. No additional information is available.